Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 300 mg/dl. The customer¿s blood glucose was 220 mg/dl. The customer was treated with manual injections. Customer alleged pump was under delivering. The drive support cap appears normal. The product was not returned for analysis.